Manufacturer narrative:
Inspection of the compressor, scroll part number 0119-00-0236 was completed per the cardiosave service manual at the national repair center(nrc) with no visual damage observed. The nrc installed the compressor into the cardiosave test fixture and tested the compressor to factory specifications per the cardiosave service manual. After extensive testing and evaluation the nrc could not verify the failure of error code 14. The compressor did fail the compressor performance test. The compressor could not be adjusted to greater than 420mmhg of pressure. The compressor failed testing. The compressor will be retained in the nrc per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d5, g1(contact person).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse observed system and replaced the compressor and replaced safety disk as per cycle count. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed error code #14 at power up. There was no patient involvement, and no adverse event reported.